Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues completing the priming sequence in their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting but he plunger would not go forward on the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
During the beginning of the displacement test, the insulin pump seated without making contact with the stopper plug; the problem was isolated to the force sensor assembly. Unable to perform rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to unexpected seating anomaly. The insulin pump was received with minor scratched display window and case.